Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a lithovue single-use digital flexible ureteroscope was used during a endourology process procedure performed on (B)(6) 2017. According to the complainant, during unpacking and outside the patient, it was noted that the sterile packaging had a small hole and was torn. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.